Manufacturer narrative:
The complainant initially reported that the complaint device was not available for analysis. However, a wallflex biliary stent delivery system was received for analysis; the stent was not returned. The complainant confirmed that the returned device is the complaint device. A visual examination of the returned device component found that the inner shaft was folded over itself and some slight bunching was noted on the outer sheath. The distal end of the device was curved. No other issues were identified with the device. The investigation concluded that the reported event was likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) revealed no non-conforming events or deviations.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a wallflex biliary rx partially covered stent was to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2017. According to the complainant, during the procedure, the physician was able to deploy the stent; however, the stent would not detach from the delivery catheter after the sheath was fully retracted and the stent moved back with the delivery catheter when it was pulled back after deployment. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on may 02, 2017: a different device was used to complete the procedure.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on march 22, 2017 that a wallflex biliary rx partially covered stent was to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2017. According to the complainant, during the procedure, the physician was able to deploy the stent; however, the stent would not detach from the delivery catheter after the sheath was fully retracted and the stent moved back with the delivery catheter when it was pulled back after deployment. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.